Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following inform systems: (B)(6) - inform system (B)(4) (B)(6) - inform system (B)(4) (B)(6) - inform system (B)(4).

Event description:
Caller states that the following readings were obtained on a patient using four inform systems within 10 minutes: 84 mg/dl (inform system 1 - (B)(4)) 129 mg/dl (inform system 2 - (B)(4)) 61 mg/dl (inform system 3 - (B)(4)) 64 mg/dl (inform system 4 - (B)(4)) all samplers were taken from the same fingerstick. Patient was treated with d-50 and 15 units of glucose gel prior to the readings. Patient was treated with 25 ml of d-50 about 30 minutes after the readings. No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.